Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2019 product type extension product ID neu_unknown_ext serial# unknown explanted: (B)(6) 2001 product type: extension: other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to an infection the stimulator and extensions were replaced in (B)(6) 2019.